Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited varying low out of range pace impedance measurements on the non-boston scientific right atrial (ra) lead. In addition, there is oversensing of noise signals on the ra channel creating false atrial tachy response (atr) episodes. Technical services (ts) was consulted and provided the health care professional (hcp) troubleshooting options. The device system remains in service at this time. No adverse patient effects were reported.